Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E.1.: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h1: the device was received for evaluation. During functional testing, system error 345 was not reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link switch defective. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.